Event description:
The vusomter reported that while the unit was in use on a pt, the unit alarmed "leak in iab circuit". The pt was switched to another unit and therapy was continued. No pt injury was reported.